Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for phosphate (inorganic) ver. 2 (phos2) on a cobas 6000 c501 module. The initial result was 11.9 mg/dl. The repeat result was 4.0 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
The phos2 reagent lot number was provided as "81703." The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) performed baseline system checks and found that the water volume to the rinse station was low. The fse adjusted the rinse volume, performed a cell blank, flushed the vacuum line, and made minor adjustments to the reagent probe at the rinse/dry station. A system reset and air purge were performed with no alarms. Mechanism and precision checks were within specification. The investigation determined the event was due to a maintenance issue.